Event description:
It was reported that when transferring a patient from the gurney to table, the rotational lock slipped. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.